Event description:
Same case as 1527460-2010-00149. The complainant reported an under-delivery. The intended amount was 1000ml at a rate of 100ml/hr over 10 hours; however, the actual amount received was 750ml.

Manufacturer narrative:
(B)(4) insufficient flow or under-infusion. The device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.